Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and low battery alarm. The customer's blood glucose level at the time of incident was 454mg/dl. The customer states the pump will not turn on. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to troubleshoot for the highs. The customer states they would be visiting the emergency room to treat.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. A new battery cap was used to complete the functional testing. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip.